Event description:
It was reported that, on an unknown date, a microclave® neutral connector generated a leak during patient use. The report states that a patient had versed drip running, and the registered nurse (rn) noticed nicotinamide adenine dinucleotide (nad) leaking and the baby being agitated/withdrawing. Rn switched out the line and nad. There was no patient harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. The set was functionally tested and met all product specifications. Visual testing: received one (1) used. List #b3300, clave¿ neutral connector; lot #unknown. One (1) used. List #unknown, extension tubing; lot #unknown. No visual damages or anomalies were observed. The fluid residue was cleaned during decontamination. Functional testing: primed and leak-checked the set. The set was primed without any issues. The set was tested in the activated and the inactivated states. No leaks were observed. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.